Manufacturer narrative:
The kit and smartcard data associated with the complaint were returned for analysis. Review of the smartcard data indicated that the prime was completed. The purging air phase was completed. The operator pressed the pause button and the centrifuge pause warning was seen as the last event on the smartcard. The returned ac drip chamber was visually examined and no bag was on the ac line, though there was still some clear liquid in the drip chamber. The drip chamber was squeeze tested after capping the spike and drops of liquid came out of the drip chamber where tubing was attached to the drip chamber. The root cause was determined to be most likely a manufacturing operator error, where the tube was not dipped vertically and a minimum amount of solvent was present at the leak site. Formal training has been conducted with those who perform these operations. Investigation completed. (B)(4).

Manufacturer narrative:
Kit lot e119a was reviewed. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category tubing leak and no trend was detected for this category. This assessment is based on information available at the time of the investigation. At the time of this report, the returned product evaluation has yet to be completed. A supplemental report will be sent once investigation is complete. (B)(4). I.r: (B)(4) 2016.

Event description:
Customer called to report anticoagulant drip chamber was leaking during procedure. Customer stated there were no alarms during prime and no fluid leaking at the end of the prime. Customer happened to notice a puddle on the floor. Customer aborted the treatment procedure with no return of blood/products to patient. Customer stated patient was fine. Customer will return the kit for investigation.